Manufacturer narrative:
The insulin pump received with intermittent button response due to flattened express bolus and esc button dome switch creased. No unlocked lcd keypad connector. No unexpected blank display anomalies noted. No moisture damage found on the electronics, lcd, motor, battery tube, vibrator and keypad assembly noted. No unexpected condensation under screen anomalies noted. The insulin pump passed the self-test. No missing segments during testing. The insulin pump received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the pump buttons are unresponsive and the screen has a partial display. The customer's blood glucose level at the time of incident was 125mg/dl. The mother states there is condensation under the pump screen. The mother states the customer was working out and could not deliver bolus due to buttons being unresponsive. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.